Event description:
The manufacturer received information alleging a trilogy evo international ventilator is not working (cr. Ventilador no operativo). There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy evo international ventilator is not working (cr. Ventilador no operativo). There was no harm or injury reported. During the evaluation of the trilogy evo, international device at the manufacturer's service center, the customer¿s complaint was confirmed. The computer has a problem with the system board preventing the computer from starting. The devices system board was replaced to address the issue. In addition, an evt_mach_flow_drift_high error indicating that the amount of fluctuation in the flow sensor deviated from the standard. The device's machine flow sensor was replaced to address the issue. After the components were replaced, it was not possible to maintain the client's own configuration. The device settings are restored to factory. Following the testing and verification procedure for this computer, the device settings are restored to factory. All the necessary checks have been carried out to certify the restoration to the conditions prior to the breakdown. The device's system board was returned to the manufacturer's product investigation laboratory (pil) for further evaluation. The pil installed the suspect system board onto a (trilogy evo stb) test bed and attempted to start therapy, immediately observing a "vent inoperable" condition after powering the stb on. After confirming an evt_mach_flow_drift_high error code in the event log, indicating that the amount of fluctuation in the flow sensor deviated from the standard, the pil tech used raspsim to unlatch the evt_mach_flow_drift_high error code from the system board. The stb then operated without issue with the suspect system board installed. Pil tech has determined that the system board operates as expected and functions as designed. The "vent inoperable" condition was a result of an evt_mach_flow_drift_high error code latched to the system board from a prior flow sensor issue. The suspect system board has been scrapped.

Manufacturer narrative:
The manufacturer received information alleging a trilogy evo international ventilator is not working (cr. Ventilador no operativo). There was no harm or injury reported. During the evaluation of the trilogy evo, international device at the manufacturer's service center, the customer¿s complaint was confirmed. The computer has a problem with the system board preventing the computer from starting. The devices system board was replaced to address the issue. In addition, an error indicating that the amount of fluctuation in the flow sensor deviated from the standard. The device's machine flow sensor was replaced to address the issue. After the components were replaced, it was not possible to maintain the client's own configuration. The device settings are restored to factory. Following the testing and verification procedure for this computer, the device settings are restored to factory. All the necessary checks have been carried out to certify the restoration to the conditions prior to the breakdown.